Event description:
It was reported that the venous probe would not initialize intermittently on start up. The cardiohelp was exchanged while on a patient. No harm to any person has been reported. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that the venous probe would not initialize intermittently on start up. The cardiohelp was exchanged. While on a patient. The failure occurred during treatment. A getinge service technician (fst) was sent for investigation on 2023-08-22 and the failure could not be replicated. The surface was cleaned and the venous probe was re-taught. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The new venous probe version was affected (manufactured after march 2019, 4 lenses). In order to address and investigate this malfunction a CAPA was initiated on (B)(6) 2021. An affected venous probe was investigated by getinge life-cycle-engineering on (B)(6) 2021. The following most probable root causes of the initialization errors were determined: -unsuitable holder -contamination of the surface as a corrective action, the specification of the reference surface will be changed within the engineering change request. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter 5.1 "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. The review of the non-conformities (nc) has been performed on 2023-08-29. Following ncs regarding the reported failure were found: -nc# 3022970 (venous probe does not initialize) -nc# 3022971 (venous probe does not initialize) -nc# 3023202 (venous probe does not initialize) -nc# 3024819 (venous probe does not initialize) -nc# 3028065 (venous probe does not initialize) in order to address this failure a CAPA was initiated on 2021-03-26 (ongoing). The device was manufactured on 2019-07-23. Based on the investigation results the reported failure "venous probe not initializing" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.